Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that after implantation the patient experienced pain, dyspareunia, vaginal scarring, urinary and bowel problems.(B)(4).

Manufacturer narrative:
Date sent to the FDA: 08/03/2016.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary tract infection, incomplete emptying of bladder, urgency, frequency and urge incontinence. (B)(4). Incomplete emptying of bladder.

Event description:
Details: it has been reported that following insertion the patient experienced urinary tract infection, incomplete emptying of bladder, urgency, frequency and urge incontinence.